Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty and was implanted with competitor products. Subsequently, the patient was revised due to disassociation of the head and cup. The dm bearing was replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures identified the liner. No further evaluation can be made from the provided pictures. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The use of this device with components from any other manufacturer is considered off-label use. It is unknown if the off-label use caused or contributed to the reported event. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.